Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications and passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump passed the leak test. No unexpected replace battery now alarms noted. All of the buttons are responding properly and no damage or moisture damage on the keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The insulin pump had minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump experienced a battery alarm even after replacing the batteries with new ones. The customer's blood glucose level was 22.0 mmol/l at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer sent the product back for analysis.